Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reports high differences in readings done within 10 minutes: 4:11 a.m. 215 mg/dl, 4:14 a.m. 112 mg/dl, 4:16 a.m. 148 mg/dl, no adverse event alleged. A request was made for the return of the meter and strips, replacement sent.